Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion, located in the left anterior descending artery (lad), was predilated with unknown 2.00 x 20 mm and 3.00 x 20 mm balloons. The 3.50 x 28 mm taxus express2 drug eluting stent was unable to cross the lesion and strut damage was seen. The procedure was successfully completed with another 3.50 x 24 mm taxus stent. No patient complications were reported. The patient's status is reported as `satisfactory/good.'